Event description:
It was reported that the pump battery intermittently could not be charged. Reportedly, the usb port of the pump was observed to be damaged. Customer's blood glucose was 108 mg/dl. Customer continued to use the pump for insulin therapy.